Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was at home and then went to the hospital due to the pump vibrating irregularly with red heart alarms. The alarms and vibrating occurred while the patient was supported by batteries as well as while connected to the power base unit (pbu). In addition, it was reported that the pump rpm decreased and depending on the posture of the patient, the pump would stop and restart. Manipulation of the percutaneous lead did not reproduce the alarms and vibrating; however, these symptoms were reproduced whenever the patient inhaled deeply or moved his upper body. A decision was made to exchange the pump.